Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during setup of peritoneal dialysis therapy. The patient stated they were performing therapy and shut off the homechoice, then went to sleep still connected. When they awoke, they attempted to drain out the remaining fluid by completing self-test, prime and initial drain while still using the disposable from the previous night. The patient was to complete therapy by performing continuous ambulatory peritoneal dialysis (capd) to drain out the remaining fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.